Event description:
Edwards received notification from our affiliate in (B)(4). As reported, it was a viv case of a 20mm sapien 3 valve into an edwards surgical valve in the aortic position by transapical approach. Six (6) months and six (6) days post-implant, the patient was symptomatic with dyspnea. The 20mm sapien 3 valve had to be explanted as it was stenotic. A 21mm edwards' surgical valve was implanted in replacement. A non-edwards valve was implanted in the mitral position. The patient was declared deceased some days later, as per cerebral ischemia, which was related to the procedure. The root cause of the stenosis of the 20mm sapien 3 was unknown.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Device not available.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint stenosis was unable to be confirmed as relevant imagery/medical records were not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''six (6) months and six (6) days post-implant, patient was symptomatic with dyspnea. The 20mm sapien 3 valve had to be explanted as it was stenotic. A 21mm inspiris resilia valve was implanted in aortic position as replacement''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was explanted due to stenosis. Per medical opinion, root cause of the stenosis could be due ''too little size and not well expanded or thrombus''. However, insufficient information is available for this case. Therefore, a definitive root cause for valve stenosis observed approximately 6 months post-implantation is unable to be determined at this time. Since no product nonconformance or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.